Manufacturer narrative:
H10. Additional manufacturer narrative: based on the additional information received, this event is no longer reportable. Updated sections ab, b7, f10, h4, and h6. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a 27mm aortic valve implanted for four years, nine months was explanted due to staph epi endocarditis and vegetation. A 25mm valve was implanted in replacement. The patient was discharged home in stable condition on pod #9.

Manufacturer narrative:
UDI: (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve additional information are in process. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 27mm valve implanted for four years, nine months was explanted due to unknown reasons. A 25mm valve was implanted in replacement. The patient status is unknown.